Event description:
The pump was returned for investigation. Investigation revealed that there was evidence of contamination under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, there was evidence of contamination found under all of the keypad button contacts. Unrelated to the complaint, evaluation revealed that the keypad was peeling from the bottom of the keypad to the ok button. (B)(6).